Event description:
Patient had been experiencing "overdose occurances - inconsistent programming results." The pump was explanted and replaced and returned to the manufacturer for analysis. A catheter leak was found during the replacement surgery. The patient is reported to be doing well after changing the connector and the pump.